Manufacturer narrative:
Additional information was received that the patient's leads were revised. The patient is reportedly doing fine. The physician implanted two new leads due to physician's preference.

Event description:
A report was received that the patient was experiencing back spasms when he was bending. The bsn sales representative attempted to reprogram the patient, but was unsuccessful. X-rays confirmed lead migration. The physician is unsure as to the cause of the back spasms and has recommended injections.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70, (B)(4), description: linear lead, 70 cm with pre-loaded 0.012 inch stylet.

Manufacturer narrative:
Additional information was received that the patient underwent the injections and was reportedly doing well.

Event description:
A report was received that the patient was experiencing back spasms when he was bending. The bsn sales representative attempted to reprogram the patient, but was unsuccessful. X-rays confirmed lead migration. The physician is unsure as to the cause of the back spasms and has recommended injections.

Event description:
A report was received that the patient was experiencing back spasms when he was bending. The bsn sales representative attempted to reprogram the patient, but was unsuccessful. X-rays confirmed lead migration. The physician is unsure as to the cause of the back spasms and has recommended injections.